Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke during use. The broken part did not fall into the pt. No adverse pt consequences were reported.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. Add'l info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch cgm948 mfg date: 06/01/2010, exp date: 01/31/2015. Batch cdm437 mfg date: 04/01/2010, exp date: 01/31/2015. Batch cd6630 mfg date: 05/01/2010, exp date: 01/31/2015. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.